Manufacturer narrative:
Corrected data: b5 - corrected to: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation and blurred vision. The lens was exchanged with the same model, longer length and the problem was resolved. The cause of the event was reported as a patient related factor and it was noted that "the lens has been rotated twice". Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation and blurred vision. The lens was exchanged with the same model, longer length and the problem was resolved. The cause of the event was reported as a patient related factor.

Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)